Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the needle mechanism did not find any issues that would result in the cannula dislodging. Inspection of the fluid path did not find issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation.

Event description:
It was reported that a patient's blood glucose levels reached 332 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula dislodged from the infusion site (leg). As treatment, a manual injection was delivered and a new pod was applied immediately after the event.